Event description:
Customer reported device = 45 mg/dl. Customer was incoherent and family member called emergency medical system (ems). Ems device = 78 mg/dl. Customer was treated with orange juice & food while being monitored on the ems system. No controls used. A request was made for return product and replacement product was sent.